Event description:
The customer reported that a patient on a transmitter was transferred from the transmitter to a bsm-6000. Once the patient was transferred to the bsm, the customer was not able to see the pacing spike on the waveforms on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that a patient on a transmitter was transferred from the transmitter to a bsm-6000. Once the patient was transferred to the bsm, the customer was not able to see the pacing spike on the waveforms on the central nurse's station (cns). The patient was then transferred to another bsm-6000, but the issue persisted. The clinical specialist advised the customer on the importance of skin prep and lead placement. The specialist also asked the customer if the bmss had been updated with the latest software 08-16. Software updates are needed for optimal performance. The unit was tested on a simulator and pacing spikes were visible on the bsm. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the patient's pacing spikes were not visible at the central nurse's station (cns) after transferring the transmitter to a bedside monitor (bsm). No patient harm was reported. Investigation summary: the root cause of the monitor not recognizing pacing spikes is related to use error. The user likely did not prepare the patient's skin and place leads correctly. The monitor was tested on a simulator and no issue was found. The customer was provided education on proper skin prep and lead placement as well as being advised to update their monitor software by an nk clinical application support specialist. There is no evidence of an nk device malfunction. The customer was provided education to prevent recurrence of the issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 08/02/2021 a phone call was made in an attempt to gather patient and device information. A voice mail was left but no call back was received. Attempt # 2: 08/09/2021 a phone call was made in an attempt to gather patient and device information. A voice mail was left but no call back was received. Attempt # 3 08/11/2021 a phone call was made in an attempt to gather patient and device information. A voice mail was left but no call back was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: bsm-6000. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the patient's pacing spikes were not visible at the central nurse's station (cns) after transferring the transmitter to a bedside monitor (bsm). There was no patient injury reported.